Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization due to low and high blood glucose readings. Customer had seizures and the paramedics ended up transporting her to the hospital. Customer's blood glucose reading was 28 mg/dl, and after paramedics treated her she got up to 147 mg/dl, but then dropped back down to 47 mg/dl. Customer's blood glucose levels ranged from 387 to 454 mg/dl after the hospital. Customer was wearing the device at time of admission. The customer was treated with an IV insulin drip. Customer also reported that the insulin pump was not suspending at the limit and sometimes became unresponsive. Customer disconnected the call and no further details were provided. The device was replaced and will be returned for analysis.